Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: product analysis (B)(4): patient. Complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they went to charge their implant and the recharger was not working. The patient stated there was a scrolling battery light on the front and that it wouldn't turn onor do anything. The patient stated they would usually charge every week and that they thought the implant was totally dead now because they could tell the difference without the therapy being on. The patient stated they'd been going to the bathroom a little since the ins died. The patient confirmed that they never had the recharger on the dock and charging when not in use, that they would just charge the recharger when they needed it. Patient services reviewed proper recharger maintenance with the patient and then walked the patient through troubleshooting steps to resolve the scrolling lights on the recharger. They placed it on the dock and then held the power button down and then removed it from the dock and that did not resolve the issue. The patient then attempted a recharger reset, however the issue was not resolved and so an email was sent to the repair department. A replacement recharger was sent to the patient. The patient may call back for further assistance in pairing once they received their replacement recharger and stated from now on they would keep the replacement recharger on the dock and charging when not in use.